Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 160, 220, 130 mg/dl. Tests were done within 10 mins. Pt was not using the same finger, used separate finger sticks. A new bottle of test strips tested 121, 136 (111-150) on the first meter and it as well tested the other bottle of strips used on the 2nd meter and it was within range 137, 146 (111-150). Pt did not report any adverse events. No further information has been reported.